Event description:
The complainant had an impella cp placed femorally and the leg became ischemic. The medical team had to place an antegrade sheath with femoral-femoral bypass. The cp was escalated to a 5.5 pump and extra-corporeal membrane oxygenation after 139 hours of support. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 code 925 was reported incorrectly in on the initial manufacturer device report number. A new code was added. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number in accordance with updated procedures.